Event description:
Nurse reported that during surgery infusion flow and iop compensation were not working due to bubbles in infusion line (between the cassette and the pts eye). The surgery was finished without having the bubbles in the eye. No significant delay of the surgery (approx. 1 min). No pt harm was reported. No further information is to be expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).